Manufacturer narrative:
A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. Investigation of this complaint was done based on received photos. Visual inspection of the photos showed two opened shelf cartons: one shelf carton is with the holder with brush and one shelf carton without the holder with brush. Reported missing component is considered to be isolated incident only. Root cause is manufacturing error during packaging. Action taken by increasing awareness about this issue and raised a quality alert which will be placed on the affected workplace for next three (3) months.

Event description:
It was reported that there was a lack of brush inside carton. Discovered upon incoming inspection. No patient involvement.